Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found on the product. No associated procedure and no medical intervention were reported with this event. No further information regarding this event has been provided by the user facility at this time.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found on the product. No associated procedure and no medical intervention were reported with this event. No further information regarding this event has been provided by the user facility at this time.

Manufacturer narrative:
The device was archived by stryker.